Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, troubleshooting indicated an infusion site issue but customer did not believe the site was compromised and refused to remove it. Customer's blood glucose (bg) level was 92 mg/dl for occlusion alarm issue. Additionally, it was reported that the customer manually overrode a bolus calculation and delivered a bolus. Customers bg level was 178 mg/dl at the time of the bolus. At the time of report, bg was 76 mg/dl and by end of report bg was 92 mg/dl and rising as customer ate milk and cookies.